Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in sterile peritonitis. The breach in aseptic technique was further described as a break in sterile technique. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date in the same month as onset, the patient began treatment with fortaz and one week later treatment began with vancomycin (doses, frequencies and routes not reported) for sterile peritonitis. Nineteen days after the peritonitis diagnosis, treatment with fortaz and vancomycin was stopped. Dianeal therapies were ongoing. The patient was recovered from this sterile peritonitis event on an unreported date, the month following onset. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.